Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens in the patients left (os) eye but the lens tore/broke. The lens was removed with no reported patient injury and exchanged for another icl. This resolved the problem. Patient' last ucva was 20/30.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn and the lens was returned dry. Conclusions: it was determined that the most probable cause of the lens tearing during injection is a user or technical error. (B)(4).